Event description:
It was reported that the after the surgeon inserted the aa4203tl silicone single piece lens, he noted a nick on the trailing haptic. The lens was cut and removed from the eye without any injury to the patient. Another same model lens was implanted. The reporter stated the event was the result of a loading error.

Manufacturer narrative:
Suspect medical device - brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. (B)(4). Results: visual inspection of the returned lens showed the lens was cut into two pieces and a haptic was torn. There was a clear surgical residue on the lens. (B)(4).